Event description:
It was reported difficult deflation was encountered during a coronary artery bypass graft dilatation procedure. The balloon and guiding catheter were removed as a unit. Another balloon catheter was to successfully complete the procedure without patient complications. This device was returned, evaluated and retained by this manufacturer. The engineering evaluation indicated the balloon could not be inflated due to contrast like foreign matter dried in the lumen. This device had exceeded its expiration date at the time of this procedure and was used to dilate a coronary artery bypass graft which is non-indicated use of the device. Co believes these factors may have contributed to this event. Directions for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature...these catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended... When dilatation has been completed, deflate the balloon by applying suction to the balloon lumen... The larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 20cc syringe is recommended.